Event description:
New information noted that the implantable cardioverter defibrillator and lead were explanted. The patient was in stable condition

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15549. It was reported that the patient presented in the emergency room due to a possible infection. The patient had sepsis and bacteremia confirmed on (B)(6) 2020. Vegetation was seen on the right ventricular lead. The patient was an IV drug user and physician does not allege the infection was related to the device or implant procedure. The implantable cardioverter defibrillator and lead would be explanted. The patient was stable but ill.